Manufacturer narrative:
Investigation summary: bd received one photo for investigation, which showed that the shield on the tube had been chipped. Upon visual inspection of 100 retained samples, no chipped shields were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode damaged shield. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported before using one bd vacutainer® k2e 3.6mg plus blood collection tubes, the customer saw a chip in the blood collection tube cap. No patient or user impact reported.

Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before using one bd vacutainer® k2e 3.6mg plus blood collection tubes, the customer saw a chip in the blood collection tube cap. No patient or user impact reported.